Manufacturer narrative:
Follow-up #1 date of submission 06/26/2015-product analysis:the device was returned and evaluated by product analysis on 06/12/2015 with the following findings:investigation revealed the display screen was dim and discolored but not damaged. Unrelated to the complaint, the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the up and down keypad buttons were intermittently responsive. There was evidence of keypad contamination found under the up, down, and contrast key contacts.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the display was cracked, dim, and discolored. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.